Event description:
It was reported that during preparation of a fox plus pta catheter, the physician noticed that the balloon was ruptured. This was noticed before the device entered the pt's body, but unk how or when it occurred. Info regarding how the procedure was completed was not provided. No add'l info is available.

Manufacturer narrative:
The device under investigation was delivered in good condition. During the investigation, a pinhole was detected between proximal welding and marker. The lot history review produced no findings which may have contributed to the described problem. We were not able to establish a root cause based on the available info. Therefore, it was not possible to determine the exact failure reason that was experienced during the procedure.